Event description:
Reporter indicated that communication could not be established with a patient's vns generator. The site believed that the programming wand was the cause of the problem; however, the wand was returned for product analysis and no anomalies were found. The site had also reported that the pt's generator has been implanted for a long time and may be nearing end-of-service. Attempts to gather add'l information have been unsuccessful to date.